Event description:
New information indicated that the device continued to exhibit over sensing causing pacing inhibition. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that an asymptomatic patient presented to the clinic. The pulse generator exhibited noise on both channels; the noise could not be replicated in the clinic with isometrics and pocket manipulation. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.